Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample ((B)(6)) generated an initial wbc count of 21.8 k/ul on a cell-dyn ruby analyzer. Results were flagged with ig/band and var lym and results were reported from the lab. The customer decided to retest the sample the following day since the wbc count was elevated and generated a wbc count of 23.0 k/ul with flagged results of fwbc/nwbc, var lym and dflt (nlmem). This prompted a retest of the sample in the cbc+noc mode of operation, which generated a final wbc count of 106 k/ul. This elevated result was verified by a manual slide review and by the patient's current clinical condition. The patient is diagnosed with acute lymphoid leukemia (all). There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were made available from the customer site. A review of the patient results found that any correlation between the initial results and the results from the next day (tested on the same sample) could not be performed. The initial results alerted the operator to perform verification because all the results were marked "suspect". All wbc parameter results on the following day were invalidated with an " * " (asterisk); therefore, these results should not be used or reported out of the lab and should not be used for correlation with the initial run. Both initial and repeat results required a smear review verification. The dell_dyn ruby operators manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The cell-dyn ruby analyzer performed as designed when presented with a pathology sample and provided flagging alerts for the operator to perform further verification before reporting out of the lab. The issue was isolated to a single sample involving a sample with interfering substance(s) and conditions which affected sample processing.